Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was short of breath and after checking the device the right atrial (ra) lead impedance went up significantly and oversensing was seen. The lead was capped and replaced. No further patient complications have been reported as a result of this event.